Event description:
It was reported that extension of surgical time occured as surgeon was unable to seat the articular insert completely. No further patient adverse outcome was reported. Additionally it was communicated that the issue might have occured due to surgeon's technical error who stated he might have done an unwanted operation.